Manufacturer narrative:
Additional information was received stating that this case was an out of box failure. There was not a reportable malfunction.

Manufacturer narrative:
Ge healthcare (B)(6) investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported an error preventing mechanical ventilation. There was no report of patient involvement.